Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). It was confirmed that there was no physical damage to the nozzle or air/water cylinder. The event may be prevented by following the instructions below: [instruction manual evis lucera ultrasonic gastrovideoscope olympus gf type uct260] chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope, inadequate air supply, disconnection. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to clogging of air/water tube, foreign objects come out of distal end; nozzle has foreign objects; acoustic lens is peeled; due to damage on acoustic lens, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; adhesive on bending section cover or distal sheath rubber is detached; adhesive on bending section cover or distal sheath rubber has a crack; scope cover plate has peeling; elevator channel plug is loose; and the acoustic lens has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.